Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: we received a ppf alleging infection, metal wear, metallosis and elevated metal ions after first revision. Doi (head and liner): on (B)(6) 2017. Doi (cup): on (B)(6) 2005. Dor: none reported. Right hip. Note: the primary construct was a mom. This was revised to a poly liner and ceramic head: the revision is reported in (B)(4). Therefore, it is possible that the mom-related aes reported for this construct (metal wear, metallosis and elevated metal ions) are lingering aes from the previous mom construct. However, this is not confirmed. Note: it is also unknown how long after the revision the infection occurred. No device associated with this report was received for examination. None of the information provided confirms the complaint. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations (122136256/c31718, 136536730/8451126 and 21722056/zd8fr1000). Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney.

Event description:
Ppf alleges infection, metal wear, metallosis and elevated metal ions after first revision.